Event description:
It was reported that a mitraclip procedure was performed to treat a tricuspid valve with functional tricuspid regurgitation (tr) grade 5, dilated and rotated heart. Severe tethering of septal leaflet. A mitraclip xtw (B)(6) was inserted and deployed on the tricuspid valve. Another mitraclip xtw (B)(6) was then advanced and positioned posterior to the first clip. It was noted that the clip was placed as close as possible to the first clip, but the second clip touched the first implanted clip several times. After one grasping attempt with the second clip, the first clip detached from the lateral anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was placed centrally, next to the first clip. Difficulties visualizing the clips during the procedure occurred. The procedure was completed with two clips implanted. The tr was reduced to grade 3. The patient was noted to be hemodynamically stable during the entire procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The additional mitraclip xtw device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code: 1494 - off-label use - patient selection the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage), associated with the second clip (the complaint device) interacting with the first clip (implanted), was due to procedural circumstances during positioning of the second clip. The reported image resolution poor was due to patient anatomy with dilated and rotated heart. The off-label use was associated with the use of the mitraclip device for tricuspid valve repair. There is no indication of a product quality issue with respect to manufacture, design, or labeling.